Manufacturer narrative:
The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
It was reported that during a procedure the physician was unable to make a lesion when using the simplicity channel and the generator would make a noise. The procedure was aborted without consequence to the patient.

Manufacturer narrative:
Date of event is estimated.